Event description:
On 06/06/2024, zyno received a report from a customer reporting that the pump was indicating "air in line" only when connected to a patient. No patient injury/harm reported.

Manufacturer narrative:
The complaint will be reopened and updated in the event the device involved or additional information becomes available. A follow-up MDR will be submitted in the event additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).